Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced low blood glucose event on (B)(6) 2025. The patient treated with four tablets of dexamethasone. The patient went to an emergency room and eventually was hospitalized for low blood glucose levels. The patient was admitted for less than 24 hours in hospital. The patient's blood glucose was 2.8 mmol/l and experienced loss of consciousness. No further information available.